Event description:
Physician reports a suspected rupture of the right device diagnosed by an ultrasound and mammography and by an MRI. The device will be explanted and replaced.

Manufacturer narrative:
Phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4.

Event description:
The device has been explanted.